Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an unusual issue with their onetouch verio iq meter - the patient alleges to have obtained an error 8 message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/03/2015).the patient¿s meter has been returned on 1/12/2015 and evaluated by lifescan product analysis on 1/21/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.